Manufacturer narrative:
The technician found the head up valve was stuck. He replaced the head up valve to repair the bed.

Event description:
Information received indicates the head of the bed will not go up electrically or with manual controls.